Event description:
A patient who was enrolled in a clinical study underwent an uneventful da vinci-assisted hysterectomy with bilateral salpingectomy. The procedure was completed without intraoperative complications nor any device malfunctions reported. Two days later, the patient had a slightly elevated temperature, and a urinary tract infection was diagnosed. Antibiotics were given and the patient was discharged on post-operative day five after inflammatory lab tests showed improvements, without requiring prolonged hospitalization. The study investigator assessed the event as not related to the device but related to the procedure itself.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a da vinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. The event was reviewed by an intuitive surgical, inc. (Isi) medical officer and the following information was provided: urinary tract infections (utis) following hysterectomy are a common postoperative complication comprising 7.3% of all patients without reconstruction and up to 21.7% of patients requiring reconstruction. Additionally, there are many patient risk factors which may increase the likelihood of a uti. Of the hysterectomy patients who developed utis, risk factors include smoking (19.6% vs 15.7%, p=<0.001), insulin dependent diabetes mellitus (iddm) (3.7% vs 2.0%, p=<0.001), chronic obstructive pulmonary disease (1.5% vs 0.8%, p=0.007), use of systemic steroids (2.2% vs 1.4%, p=0.01), history of previous abdominal-pelvic surgery (71.1% vs 63.5%, p= <0.001), and american society of anesthesiology (asa) class greater than or equal to 3 (26.1% vs 21.2%, p=<0.001)2. 1. Urinary tract infection after hysterectomy for benign gynecologic conditions or pelvic reconstructive surgery. Sherif a el-nashar, ruchira singh, jennifer j schmitt, daniel carranza leon, chetna arora, john b gebhart, john a occhino. Obstet gynecol. 2018 dec;132(6):1347-1357. Pmid: 30334857. 2. Evaluating the incidence of urinary tract infection after hysterectomy for benign conditions. A dao, r darvish, g chapman, e slopnick, rr pollard, d sheyn. Journal of minimally invasive gynecology, volume 26, issue 7, supplement, 2019.